Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike of high out of range shock impedance measurement greater than 200 ohms that is now withing range. Technical services (ts) was consulted, noted that rv shock impedance measurement is stable with one jump to greater than 200 ohms shock impedance measurement. Ts discussed possible reasons for the jump are electromagnetic interference (emi), spring connectors, possible lead fracture. Additionally, ts recommended possible options such x ray, increased monitoring and a commanded shock. This rv lead remains in service. No adverse patient effects were reported.